Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist (tss) instructed customer to back out of the system and log back in. After logging in, customer performed a cycle count on the key, which successfully allowed the cubie to open. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that while using the bd pyxis¿ medbank tower, the cubie failed to open when the user attempted to issue a key for lorazepam. According to the customer, the malfunction occurred during an attempt to dispense medication for a patient. No adverse events or injuries were reported in connection with this incident.